Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer changed supplies and resumed insulin delivery to address the bg level. Ultimately, the customer reverted to an alternate method of insulin therapy.